Event description:
It was reported that during an arthroscopic procedure the physician was utilizing a procise xp plasma wand. Intra-operative the wand became clogged and the physician was unable to remove the clog. Another procise xp plasma wand of the same lot was used and again the wand clogged. The incident created an approximate 40 minute delay. The procedure was completed and no pt complications were reported as a result of the event.

Manufacturer narrative:
Reference manufacturers report(s): 3006524618-2012-00470.